Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the subject device did not turn on, one of the two fuses was blown, and fet (field-effect transistor) of amplifier substrate was damaged. The manufacturing records for this serial number indicated no abnormalities related to the reported phenomenon. Based upon the evaluation result, it was supposed that the burnt smell and the smoke occurred since the fet was damaged, and then the subject device shut down due to the blown fuse. It is considered that the fet was damaged since the electric current leaked excessively in the fet. Amount of the leaked electric current depends on the dispersion in the electrical characteristic of fet. Omsc addressed this phenomenon by reducing the dispersion of fet. The subject device instruction manual states the following. Prepare a spare instrument as a backup to ensure that the procedure can be completed without complications in case of a malfunction.

Event description:
When the subject device was used during a procedure, the user smelled the burnt smell, and smoke occurred. The user stopped using this device, and the procedure was completed with another device. There was no patient injury reported.